Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate shocks due to lead dislodgement and oversensing. The lead was repositioned successfully.